Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported pain and difficulty breathing. Healthcare professional later reported right side capsular contracture, baker grade IV, deformity, and pain. Device remains implanted.

Event description:
Healthcare professional additionally reported ¿benign lymphadenopathies." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; g.2; h.6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported, pain and difficulty breathing. Healthcare professional, later reported, right side capsular contracture, baker grade IV. Deformity and pain. Healthcare professional, additionally reported, ¿benign lymphadenopathies". The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. Lymphadenopathy: unable to observe, since it is not related to the device. Dyspnea: unable to observe, since it is not related to the device. Additional observations: observed, opening on the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported pain and difficulty breathing. Healthcare professional later reported right side capsular contracture, baker grade IV, deformity, and pain. Healthcare professional additionally reported ¿benign lymphadenopathies." The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6) 2023.